Event description:
It was reported that this device was explanted (B)(6) 2020 due to chronic pain. There were no product performance issues, and not additional patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).